Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight not provided. Event date is unknown. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the patient had peri-implantitis with bone loss, pain and inflammation resulting in implant removal. Tooth #3.

Manufacturer narrative:
One (1) imp,tsv,4.1,10,mtx,mg (tsvt4b10) was returned for investigation. Visual evaluation of the as returned product identified no damage or signs of malfunction that would contribute to the peri-implantitis event. Slight wear/damage identified from the removal process. Measurements match drawing. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was low bone density (type iii), bruxism. The reported device was located on tooth # 3 (universal) and was used for approximately 4 years 9 months. The customer did not provide any pictures or x-rays. Review of appropriate documentation: documents reviewed: instructions for use - tapered screw-vent and trabecular metal implants, ifu4869 rev 9-10/19. Instructions for use ¿ prosthetics for zimmer dental implant systems ¿ ifu4894 rev 6 ¿ 08/19. Information identified: contraindications & precautions. Per the applicable IFU, patient factors such as severe bruxism, clenching, and overloading, may cause component fracture. DHR review: DHR review for the lot (62603485) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (st#2453) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review: complaint history review was performed for the reported lot number (62603485) for similar events (complaint category keywords: functional: peri-implantitis) and no other complaint was identified. Post market trending review: feb post market trending was reviewed and there were no actionable events or corrective actions for the reported events (functional: peri-implantitis) no actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, implant malfunction did not occur. Additionally, screw malfunction and the reported events could not be verified.

Event description:
There is no update to the original complaint description provided.